Event description:
It was reported the customer had a reservoir leak. Customer also stated a motor error alarm occurred after noticing moisture around their reservoir compartment. Customer did not observe any cracks on their insulin pump. There were no fluid present in the reservoir and battery compartment or under the lcd display. The customer's blood glucose was unknown. Customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.